Event description:
It was reported that during treatment the pump was displaying "error code- occlusion warning". No patient harm reported. Backup was available.

Manufacturer narrative:
H3, h6: the device, was used in treatment was returned for evaluation, could not establish a relationship between the event reported and the device. Visual inspection of the returned device noted that the left case insert is dented. Functional evaluation of the device did not reveal any malfunction. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable root cause maybe an intermittent component failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range. G1 MDR reporting contact name and address